Manufacturer narrative:
E1: initial reporter phone - (B)(6). Device evaluated by MFR: the stent had already been successfully deployed in the patient and was not returned for analysis. A visual and microscopic examination of the stent cups/stent holder identified no damage or issues with the stent cups or the stent holder. The stent impression was evident on the stent holder. A visual and tactile examination of the outer sheath identified no issues. A visual examination of the inner shaft found it to be completely detached from the metal shaft at its bond. There was no evidence of glue at either the inner bond location or the metal shaft bond location. Multiple inner shaft kinks were also noted. No other issues were identified during the product analysis.

Event description:
It was reported that a detachment occurred. A 07f placehit biliary wallstent was selected for a biliary stricture stenting procedure in the biliary tree. The stent system was introduced to the treatment site without a problem and the stent came off of the delivery system as expected. While the device was still in the patient and prior to removing the system, the physician re-sheathed the outer part of the delivery system. The inner shaft completely detached from the outer shaft and was removed from the patient in two pieces. The procedure was effectively completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a detachment occurred. A 07f place hit biliary wallstent was selected for a biliary stricture stenting procedure in the biliary tree. The stent system was introduced to the treatment site without a problem and the stent came off of the delivery system as expected. While the device was still in the patient and prior to removing the system, the physician re-sheathed the outer part of the delivery system. The inner shaft completely detached from the outer shaft and was removed from the patient in two pieces. The procedure was effectively completed with this device. No patient complications were reported and the patient's status is good.